Event description:
It was reported that an arteriotomy closure of the mildly calcified right & left common femoral arteries (rcfa / lcfa) was attempted with six proglide devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 7f sheath, bilaterally. Reportedly, four cuff misses [suture-retrieval issues] occurred at the rcfa. The remaining two proglide devices were attempted at the lcfa; however, the knots were both deployed at skin-level. It was confirmed that these knots were formed/intact, but simply failed to capture the arterial wall. The pre-close technique was abandoned. The sheath was upsized to 16f bilaterally, and the aaa repair procedure was completed. Hemostasis was achieved via a surgical cutdown at each access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.